Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.6mm abdominal aortic aneurysm. Vessel morphology was not reported. During routing follow up a CT identified a type ib endoleak on the right iliac. The patient had no symptoms; however, the aneurysm had enlarged. The physician stated that films from the index procedure noted that the right common iliac was only 3cm long. The last 12mm had circumferential calcium and 7-8mm in diameter. The proximal common iliac was 14-15mm for 2cm. The physician landed above the calcified area with the 16mm device trying to avoid the size discrepancy between proximal and distal; however, the physician attributed the event to the proximal iliac dilating and the limb pulled up 5mm causing the type ib endoleak. The physician performed an intervention where an extension was added into the external iliac 16x10x93 and ballooned. The endoleak was resolved. The physician did not embolize the hypo gastric because the stent graft sealed across. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).